Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The robotics coordinator informed that a staff member drove the boom into the viewer, damaging it. Initially, it appeared it was only cosmetic damage to the covers, but the ergonomics were locking up and the right hand ergonomics sensor was not passing self-tests. The fse inspected the viewer and removed debris from inside of the viewer, which resolved the issues with ergonomics on the viewer. The fse removed a shard of cosmetic cover wedged between the cover and right hand sensor, which resulted in multiple power cycles with no issues with the ergonomics on the viewer. The fse replaced the viewer faceplate and the right viewer cosmetic covers. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. Image review: a review of the provided images was performed by an isi failure analysis engineer (fae). The following additional information was provided: the pictures confirm the damage to the viewer covers. The fae believed the covers in the pictures were the faceplate and side cover. From the pictures, the fae could see that the covers were damaged, but could not confirm that they caused any other issues. The fae noted that although it was not visible in the picture that there was a shard of cosmetic cover wedged between the cover and right hand sensor removed by the fse, it made sense based on the cover damage.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the ergonomics had been disabled. The site had done a hard power cycle on the console with no change. The system logs showed 462 pointing to right side force senser failing self tests. The site informed they would talk with the surgeon to see if they could use the console in the position it was in. There was no reported patient involvement.